Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mr (worsening) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported slda in this incident could not be determined. It is possible that the patients anatomical condition of the dilated mitral valve ring contributed to the reported slda; however, this cannot be confirmed. The reported patient effect of mitral regurgitation (mr) was due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that on (B)(6) 2016, one mitraclip was successfully implanted in a patient with functional mitral regurgitation (mr), successfully reducing the mr from 3-4 to less than 1. Reportedly, a good tissue bridge was noted and both leaflets were in the clip. On (B)(6) 2016, prior to hospital discharge, a single leaflet device attachment (slda) was noted. The device had remained attached to the posterior leaflet and the mr had increased to grade 3. The patient required prolonged hospitalization and on (B)(6) 2016, another clip was implanted as treatment. The mr was reduced to less than 1. There was no additional information provided.